Event description:
During a preventive maintenance on the iabp by the comp svc rep, the iabp generated an electrical test failure code 58 (power up vent test failed). No pt was involved.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The comp svc rep evaluated the unit and confirmed that the event was recorded in the faults log. Replaced the drive manifold assembly (part # 0104-00-0018). The iabp was tested to factory specifications. It functioned normally and was released to the customer. The drive manifold replaced was received by the manufacturing facility at (B)(4). The manufacturer evaluated the drive manifold. The company investigation confirmed that the drive manifold failures were caused by a 'sticky' k6 valve. A company investigation determined that the underlying cause of k6 'sticky' failures was the coil power: the coil required more power than the solenoid driver board could deliver to move the plunger. Additionally, the supplier was not testing (driving) the k6 valve as designed in the cs100/cs300 iabp. Supplier tested the valve using unregulated current at 24v without any modulation or current limiting. The company took the following actions: performed health hazard eval (hhe): the hhe concluded that the overall pt risk for the reported malfunction, (drive manifold - p/n 0104-00-0018 'sticky' k6), is low. Opened a corrective action with remedial actions: add a k5 'sticky' screen to manufacturing test process. Supplied a test fixture to the vendor to activate the manifold valves similarly to the way it is done in a cs100/cs300 (pulsed and current limited). (B)(4).